Event description:
On 21st april 2026, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation there was an imperfection in the centre of the lens necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the iol was found to have an imperfection in the centre of the optic. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient due to the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. Our review of production records for the rayone emv rao200e batch 085277957 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms no other similar incidents have been received against the rayone emv rao200e batch 085277957. The reporter has been asked to provide additional information and/or evidence to facilitate further investigation of the event. Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of the event.